Event description:
A pt reported to gore that after undergoing hernia repair with gore dualmesh biomaterial, he experienced persistent wound infections and the mesh was removed approx two months after implant. The pt also reporting having persistent infections after gore dualmesh biomaterial was removed and recently underwent another surgical procedure.

Manufacturer narrative:
Review of the pt's medical records was performed and confirmed that the pt underwent an open ventral hernia and umbilical hernia repair with incarcerated omentum and colon with gore dualmesh biomaterial. The medical records indicate that the pt's surgical course was without complications and the pt was discharged two days post operative. Approx one week post operative, the medical records indicate that the pt presented with drainage coming from the incision site and was diagnosed with abdominal wall cellulitis. The pt was treated with IV antibiotics. The medical records indicate that three days later, the staples at the incision site were removed and an abdominal wall wound swab culture was performed. The wound swab culture revealed no organism growth after 72 hours. A week later, the medical records indicate that the wound was healing well with no gross infection. Three weeks later, the medical records indicate that the pt presented again with abdominal wall cellulitis and a single remaining staple was found and removed. A CT scan was performed seven weeks later which showed abscess. The CT findings indicated that there was subcutaneous fluid collection with inflammatory changes anterior to the mesh "consistent with an abscess"which was contiguous with a fluid collection posterior to the mesh. Medical records indicate that four days later, gore dualmesh biomaterial was explanted. A biologic mesh was used in the second repair and fixated with permanent suture. An abdominal wall wound swab was collected and was positive for staph. The medical records indicate that five days post operative, the pt presented with pus and redness at the incision site. Approx two months later, the medical records indicate that the wound was healed. The lot number was not recorded in the medical records; therefore, a review of the manufacturing records could not be performed. It should be noted that the instructions for use includes the following warning and addresses possible adverse reactions, "[w]hen using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary." "Possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." All info has been made available for tracking, trending and follow up.